Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "doctor feels resistance by using dilator to puncture through skin during place catheter." No patient injury or harm reported. The condition of the patient was reported as "fine".

Event description:
The complaint is reported as: "doctor feels resistance by using dilator to puncture through skin during place catheter." No patient injury or harm reported. The condition of the patient was reported as "fine".

Manufacturer narrative:
(B)(4) the customer returned multiple components from a cvc kit. Two dilators (of the same type) were returned; however, only one dilator appeared defective while the other appears to be a representative sample. Signs-of-use in the form of biological material was observed inside the dilator tip of the damaged one. Visual examination revealed that the dilator tip was split and frayed. The defect was consistent with damage as a result of undue force being applied to the dilator tip during an attempted insertion. The representative sample did not have any defects or anomalies. The returned damaged dilator length from the hub to the tip measured 103mm, which is within the specification limits of 95.2-108.00mm per the dilator graphic. The damaged dilator tip inner diameter measured .93mm, which is within the specification limits of .91mm-.97mm per the dilator graphic. The outer diameter of the dilator body measured 2.85mm which is within specification of 2.81-2.87mm per product drawing. The representative sample dilator length from the hub to the tip measured 102mm, which is within the specification limits of 95.2-108.00mm per the dilator graphic. The representative dilator tip I nner diameter measured .96mm, which is within the specification limits of .91mm-.97mm per the dilator graphic. The outer diameter of the dilator body measured 2.87mm which is within specification of 2.81-2.87mm per product drawing. A device history record review was performed with no relevant findings. The IFU provided with this kit tells the user "if necessary, enlarge cutaneous puncture site with cutting edge of scalpel, positioned away from guidewire." The customer report of a damaged dilator tip was confirmed by complaint investigation of the returned sample. The dilator tip was split and frayed, which is damage consistent with undue force being applied to the tip during an attempted insertion. That sample along with the returned representative sample passed all relevant dimensional testing, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.